Event description:
It was reported that the patients is iii avb and had symptoms of dizziness. Low pacing lead impedance was observed. The lead was replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4). Product not returned.